Event description:
Reporter alleged blood glucose measured 224mg/dl back to back with a result of "lo" when testing was performed within 5 mins of each other. It was stated that customer was given peanut butter sandwich, cherries, and juice as a result; however, had no low glucose symptoms at the time. No other actions taken and no treatment was rec"d reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.